Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) had a broken ground prong on the ac line cord . There was no patient involvement and no injury or harm reported. A getinge field service engineer (fse) reported that the ac line cord reel assembly was damaged. The ground prong was snapped off, as a result the ac power cord (0012-00-1688-21) was replaced. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Due to character limitation in e1 for event site name & initial reporter: event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) had broken ground prong on ac line cord reel. There was no patient involvement.